Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial chamber') in an adult female patient who had essure (batch no. D19889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety"), migraine ("migraines headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems, type: vision changes"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding genal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular vaginal bleeding"), bipolar disorder ("bipolar disorder"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back injury ("back injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, vulvovaginal pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight increased, alopecia, genital haemorrhage, bladder disorder, urinary tract disorder, uterine leiomyoma, ovarian cyst, headache, bipolar disorder, fatigue, abdominal pain and back injury outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back injury, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-dec-2019: pfs received: lot number was added. Reporter information and lab data was added. New events "migration of essure device: endometrial chamber, hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: bipolar, depression, anxiety, bladder or urinary problems or changes, migraines /headaches, nausea, dysmenorrhea (cramping), tumor / teratoma /cancer type: fibroids, vaginal discharge, vision/eye problems, type: vision changes, fatigue, weight gain / loss specify which one: weight gain, hair loss, abnormal bleeding (general) reproductive system disorder or condition type of disorder or condition: ovarian cyst, vaginal pain, pelvic pain, abdominal pain, headache, back injury" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial chember') in an adult female patient who had essure (batch no. D19889-not valid, d19659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, back pain, cramp in lower abdomen, per vaginal bleeding, fetal demise and missed abortion. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety"), migraine ("migraines headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems, type: vision changes"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding genral"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular vaginal bleeding"), bipolar disorder ("bipolar disorder"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back injury ("back injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, vulvovaginal pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight increased, alopecia, genital haemorrhage, bladder disorder, urinary tract disorder, uterine leiomyoma, ovarian cyst, headache, bipolar disorder, fatigue, abdominal pain and back injury outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back injury, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: I deployed an essure into the right tubal ostia, and once it is deployed, there were 8 coils in the endometrial cavity, and then I deployed the essure device into the left tubal ostia and there were 4 coils projecting from ostia into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: bilateral fallopian tube nonpatency with appropriate functioning essure fallopian tube stents; on (B)(6) 2016: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: medical records received. Lot number added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial chamber') in an adult female patient who had essure (batch no. D19889-not valid, d19659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, back pain, cramp in lower abdomen, per vaginal bleeding, fetal demise and missed abortion. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety"), migraine ("migraines headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems, type: vision changes"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding genral"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular vaginal bleeding"), bipolar disorder ("bipolar disorder"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back injury ("back injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, vulvovaginal pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight increased, alopecia, genital haemorrhage, bladder disorder, urinary tract disorder, uterine leiomyoma, ovarian cyst, headache, bipolar disorder, fatigue, abdominal pain and back injury outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back injury, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: I deployed an essure into the right tubal ostia, and once it is deployed, there were 8 coils in the endometrial cavity, and then I deployed the essure device into the left tubal ostia and there were 4 coils projecting from ostia into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: bilateral fallopian tube nonpatency with appropriate functioning essure fallopian tube stents; on (B)(6) 2016: result: total bilateral occlusion. Lot # d19889 is invalid. Lot number: d19659 production date 2014-10-16 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial chember') in an adult female patient who had essure (batch no. D19889-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("anxiety"), migraine ("migraines headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems, type: vision changes"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding genral"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/irregular vaginal bleeding"), bipolar disorder ("bipolar disorder"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back injury ("back injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, vulvovaginal pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight increased, alopecia, genital haemorrhage, bladder disorder, urinary tract disorder, uterine leiomyoma, ovarian cyst, headache, bipolar disorder, fatigue, abdominal pain and back injury outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back injury, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.